Event description:
It is reported that the cas needed to report an injury occurring on (B)(6) 2012. There was a perforation requiring pericardial centesis. A mobicath sheath was used, bidirectional cs, cool flow pump, stockert, and ablation catheter. Customer disposed of disposables. No ablations were done.